Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charred light-emitting diode (led) cable could not be determined. Error e105 indicates a lighting lamp error and is displayed when the disconnection or short-circuit of the white light-emitting diode is detected. By repeatedly lighting up the light-emitting diode, an oxide film may have been generated in the connector between the faston terminal and led unit. As a result, contact resistance of the relevant part may have increased and caused error e105 and the burning of the connector part of the faston terminal. The subject device was manufactured before the processing methods of the faston terminal were improved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a charred light-emitting diode cable. In addition, a worn-out video connector latch causing poor connection with pigtails was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center display an e105 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.